Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic was damaged during iol implantation. The iol was explanted during the original surgery session and exchanged for a back-up iol. Explantation and back-up iol implantation proceeded without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that there was resistance during injection at the point the lens was in the nozzle. Within the rayone IFU "use of rayone" section "fig 7" we include the statement "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 074247706 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 074247706. There is insufficient evidence and information available to determine the cause of haptic damage during iol implantation although the resistance encountered when the lens was in the nozzle is indicative of a blocked/trapped lens.

Event description:
On 21st february 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that haptic damage was observed during implantation necessitating explantation and exchange of the lens.

Event description:
On 21st february 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone emv rao200e. The event description provided states that haptic damage was observed during implantation necessitating explantation and exchange of the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic was damaged during iol implantation. The iol was explanted during the original surgery session and exchanged for a back-up iol. Explantation and back-up iol implantation proceeded without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that there was resistance during injection at the point the lens was in the nozzle. Within the rayone IFU "use of rayone" section "fig 7" we include the statement "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 074247706 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 074247706. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in a blister tray with iol in a separate pouch filled in with saline. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was pushed in. Provided lens was inspected under x10 magnification and found to be chipped in the optic and haptic area. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was slightly bent. There were visible traces of viscoelastic solution in the cartridge chamber. Piece of iol was found stuck to the soft tip of the plunger. Following this, the injector was re-assembled with new plunger, and fresh sample lens of rayone aspheric rao600c +32.00 d from rayner stock was loaded and injected as per the IFU. The injection was unsuccessful, lens got jammed in the injector. Following that, a toluidine blue dye test was completed. This test has revealed irregularity in the injector nozzle coating at the nozzle's opening. The irregularity in the nozzle coating may be an artefact of the initial injection and the force of expelling the lens exacerbated by the second test injection performed during product evaluation. Product inspection confirms the event as reported; however, has been unable to determine the root cause of the event.